Event description:
It was reported that the bd syringe 3ml ll syringe only mx bun had foreign matter. The following information was provided by the initial reporter: found a hair inside the material. Date of knowledge of the complaint (B)(6) 2025. Product description: 3ml syringe s/a ll bd plastipak mxbun. Catalog: 302545 lot/serial number: n/a. Event occurrence date: 05-06-2025. What is the deviation found with the product? A hair inside what part/component/piece of the product is involved in the complaint? Inside the syringe. Purpose of use: in what procedure was the product being or would be used? Only reviewed and found. Medication/substance involved in the occurrence. No. Quantity of product with diversion 1 syringe. Is the sample related to the incident available for analysis? Yes. Quantity of sample with deviation available for analysis. 1. Is the sample contaminated (body fluids or medications/solutions)? No. If sample is available, is the address for collection the same as initially reported? Same address could you send photo samples and/or videos of the product so that it is possible to observe the reported deviation? Yes when was the reported incident noticed? During handling by the practitioner in preparation for the procedure or handling of any medication/substance. Was there any damage to the health of the patient or the professional who handled the product? No was there a need for medical intervention? No was there a need for surgical intervention? No was there a need for hospitalization or extension of hospitalization? No was there exposure to chemical/biological agents (regardless of the use of ppe)? No was there an accidental needle puncture? No did the event lead to death? No was there a second product and/or incident(s) reported? No.

Manufacturer narrative:
Since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.